Manufacturer narrative:
H6: investigation type 4110: lens work order search, two similar complaints were found. Investigation for the similar complaints found no indication that manufacturing of the device contributed to the complaint issue. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop with pupil block, angle closure, and significant reduction of iridocorneal angles. The lens was explanted. Reportedly, "patient was uncomfortable so surgeon decided to remove the lens." It was also noted that prior to icl implantation, the patient experienced lens opacity followed by cataract surgery and iol implantation. Cause of the event was reported as unknown.

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop with pupil block, significant reduction of iridocorneal angles, pigment dispersion, and discomfort. The lens was explanted. Reportedly, "patient was uncomfortable so surgeon decided to removed the lens." Cause of the event was reported as unknown.

Manufacturer narrative:
B5 - describe event or problem: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop with pupil block, significant reduction of iridocorneal angles, pigment dispersion, and discomfort. The lens was explanted. Reportedly, "patient was uncomfortable so surgeon decided to removed the lens." Cause of the event was reported as unknown. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim#: (B)(4).